Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is complete. This is an initial final report submission. Visual inspection found the trigger was jammed inside the handpiece, leaving the device stuck in high mode, and the batteries had leaked inside the battery pack. Functional testing found the device would not power on with the original battery pack, but did power on and function normally with a lab pack. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the product saline water had weak pressure and at times did not flow at all. There was no harm or delay reported. At product evaluation investigation it was found that the batteries had leaked in the battery pack. No adverse events were reported as a result of this malfunction.